Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell and landed on the ipg. Subsequently the patient reported overstimulation and reprogramming was unable to restore effective stimulation. The physician explanted and replaced the ipg which resolved the issue.